Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: photos were provided to j&j medtech orthopaedics for review. The photo investigation of hardinge cement restrictor revealed a green substance in the sterile- inner packaging. However, with the information provided, a further investigation cannot be carried out to determine the source of this material. A manufacturing record evaluation was performed for the finished device [963204000/ d22063809] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the hardinge cement restrictor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device [963204000/ d22063809] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via bha for neck fracture for femoral with the cement restrictor in question. During surgery, a nurse noticed that when the cement restrictor in question was screwed in use, a green substance came out. Therefore, a new one was used to handle the situation. The foreign material did not come in contact with the patient. . The surgery was completed successfully without any surgical delay. No further information is available.